Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that parts of the connector were out of alignment. A known good lead could not be inserted completely into the connector port. The #3 connector of the lead would get stuck on the edge of the #0 connector of the ins. The channel of the strain relief insert appeared slightly angled and does not align with the opening in the #0 connector. The front edge of the #0 connector appeared to be damaged. The setscrew was also backed out too far.

Manufacturer narrative:
Eval code-conclusion has been updated upon further review. It is noted recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because this is the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the tined lead could not be inserted into the connector block of the implantable neurostimulator (ins) during the procedure. The implanter unscrewed the setscrew as much as they could without backing out completely. Due to the impact of the event on procedure time, the implanter opened another ins and the lead was inserted straight away. No patient symptoms or complications were associated with the event. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.